Manufacturer narrative:
Other, other text: two cadd administration sets were returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A visual inspection was performed and the spike was loose from the tpn product in one of the samples; the asv was loose from the other one. In both tube tip, there was not enough solvent; the failure mode reported was confirmed. Based on the analysis conducted with the sample received, the failure could not be reproduced, therefore according with the pfmea the occurrence for this failure condition could be caused by incorrect solvent dispense set up (insufficient solvent in solvent pot). All mitigations on placed were verified and it was confirmed and has been executed accordingly; therefore no corrective actions could be implemented. However, production personnel was notified by quality engineer as awareness for the failure mode reported by costumer.

Event description:
Information was received regarding a cadd extension set. It was reported that the device was leaking due to the tubing breaking by patient during infusion. There was no injury noted.